Event description:
The IV catheter safety feature that retracts the needle malfunctioned after it was inserted into a patient. This resulted in half of the needle becoming exposed. This has been an ongoing issue reported by the clinical staff regarding this device. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, insyte autoguard straight, 20g x 1.16" shielded IV catheter (per site reporter). Supply chain has contacted the vendor for potential return and still awaiting a response.